Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per drm doc-(B)(4) rev d, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. H11: corrective data: based on the additional information obtained that was inadvertently omitted in the initial medwatch# 35666, section b5 and h6 have been updated accordingly. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 27mm 7300tfx mitral valve was explanted after an implant duration of six years, six months due to pannus formed on the inflow side of the valve. The patient presented with shortness of breath. The replacement valve is a 27mm 11400m valve and patient was stable at the end of the procedure.

Event description:
It was reported that a 27mm 7300tfx mitral valve was explanted after an implant duration of six years, six months due to pannus formed on the inflow side of the valve. The replacement valve is a 27mm 11400m valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.